Event description:
Patient with ongoing lvad driveline infection admitted on (B)(6) 2015 due to positive blood cultures. Intravenous antibiotics initiated. Patient taken to the operating room on (B)(6) 2015 for driveline debridement, during the procedure the surgeon noted purulent drainage along the outer portion of the driveline which extended to the pump housing. Wound vac was placed. After bacteremia cleared the patient was taken back to the operating room to remove the ICD and exchange the lvad pump, inflow cannula and outflow cannula. Due to extensive bleeding the patient's chest was left open overnight then taken back to the operating room the next morning for closure. The patient is currently recovering on our telemetry unit.